Event description:
It was reported that oversensing of far field r-waves was noted on the atrial electrogram causing inappropriate atrial tachycardia/atrial fibrillation detection on the device. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.